Event description:
Patient reported right side rupture, capsular contracture, baker grade IV and itchy/itchy skin. Patient also reported headaches and breast implant illness which are all deemed not device related. It was later reported the device was intact. The event of rupture is no longer reportable to FDA and will be un-reported. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b.

Event description:
Patient reported "¿bii¿ & ¿headaches" - which is not device related. ¿feels ruptured¿. This event also requires medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, right-side capsule contracture, struggle to take deep breaths, hurts to take deep breaths¿, sharp pain¿, burning pain¿, and ¿itchy skin¿. Patient later reported "he confirmed neither implants were ruptured but I had grade 4 capsular contracture." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported capsular contracture baker grade unknown, "itchy," "sharp pain," "itchy skin," "feel ruptured," and "burning pain." Patient also reported "struggle to take deep breaths," "hurt to take deep breaths," "headaches," and "bii" which are not device related. The device has been explanted.

Event description:
Patient reported capsular contracture baker grade unknown, "itchy," "sharp pain," "itchy skin," "feel ruptured," and "burning pain." Patient also reported "struggle to take deep breaths," "hurt to take deep breaths," "headaches," and "bii" which are not device related. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, other medical-ndr, pruritus, pain, headache-ndr, rupture.